Manufacturer narrative:
Please note: during integration of accessclosure, inc. Into the cordis business model, the determination was made that reportability for product failure modes would be aligned with current reportability for cordis products. This decision to align reportability was made, as the said failure modes, would not result in patient injury. As a result this event is being filed beyond the 30 day FDA requirement. Gmb-aci-complaint-handling@cardinalhealth.com. Complaint conclusion. As reported by the sales rep, while using a 6/7f mynxgrip vascular closure device (vcd) for an unknown procedure through the femoral artery; the advancer tube got stuck in the shuttle and was not visible. There was no reported patient injury. The physician had to cancel the procedure. There was no damages or anomalies noted when removed from the package. The device did prep normally. The product is available for analysis. It is unknown if the user shuttled down completely. There was some resistance or maybe not strong enough. The physician was still in training for the mynx device and this was the second case. There was no unusual force applied when retracting the sheath, it was easy to pull back. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. Sealant was not returned; therefore, the relationship between the sealant and the advancer tube/shuttle cartridge could not be determined. The balloon bond adhesive taper was inspected at high magnification for anomalies that may have obstructed the device path. No anomalies were observed.  Shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks.  A review of the manufacturing documentation associated with lot f1705101 was performed and the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint.   Based on the information provided, the condition of the returned device and the investigation performed, the failure reported as the white tube did not came out and got stuck in the black tube could not be confirmed and the root cause could not be determined as per the instructions for use, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the DHR review nor the product analysis suggests that the failure experienced by the customer is related to the mynx manufacturing process. Therefore, no corrective actions will be taken.

Event description:
As reported by the sales rep, while using a 6/7f mynxgrip vascular closure device (vcd) for an unknown procedure through the femoral artery; the advancer tube got stuck in the shuttle and was not visible. There was no reported patient injury. The physician had to cancel the procedure. There was no damages or anomalies noted when removed from the package. The device did prep normally. The product is available for analysis. It is unknown if the user shuttled down completely. There was some resistance or maybe not strong enough. The physician was still in training for the mynx device and this was the second case. There was no unusual force applied when retracting the sheath, it was easy to pull back.